Manufacturer narrative:
A steris technician arrived onsite and identified that the commutator and control board required replacement. The technician replaced the commutator and control board, tested the unit, and confirmed it to be operating according to specification. The surgical light was returned to service and no additional issues have been reported. The commutator ensures continuity of the surgical light's wiring system through the arm and into the lighthead. If the commutator is not operating properly, the electrical connection may be lost to the lighthead and the light may go out as reported. The surgical light is not under steris contract agreement for maintenance.

Event description:
The user facility reported that during a patient procedure their harmony dual led 585 surgical light went out. It is unknown if an injury or procedural delay or cancellation occurred.